Manufacturer narrative:
The insulin pump reliability analysis evaluated two opened used reservoirs. Inspected reservoirs, snap cap, and septum for anomalies. None were found. Ran occlusion test per reservoirs filled with diluents, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Reservoirs were not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump says no delivery. She rewound the insulin pump several times, but it is not working. Customer's blood glucose was 257 mg/dl. She tried delivering a bolus and the device alarmed no delivery. In troubleshooting, insulin would not exit the tubing when manually pushed with a plunger. Customer was advised the alarm was caused by an infusion set or reservoir connection issue. The reservoir is being returned for analysis. Nothing further reported.